Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Event description:
Dealer advised unit alarms after about five seconds and no lights work with 637 hours.

Manufacturer narrative:
The device was evaluated by the returns department which found that the sieve bed was saturated.

Event description:
Dealer advised, unit alarms after about five seconds and no lights work with 637 hours.